Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners have been very painful since the first day. Gum sensitivity is getting worse and they cannot keep the aligners on during the day and have trouble eating. They reported that they were examined by their dentist, which the patient has provided a letter of recommendation. The dentist found upon examination that there is considerable amounts of gingival recession. This was not present prior to the patient to the aligner treatment. Patient also is experiencing pain that exceeds normal limits. Stopping aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.